Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not detect the oxygen. No patient involvement reported.

Manufacturer narrative:
Conclusion: MDR#2016-01043 was initiated due to the malfunction of the device that poses a risk for patient injury when it occurs during use; the loss of oxygen support during use is a potential risk for patient injury, as the patient becomes desaturated. The ventilator must be replaced immediately. V60 ventilator was not in use on patient when the event occurred. Fse replaced the gds to address the reported issue. Due to no parts returning for evaluation, the root cause of the reported issue could not be identified. The determination could not be made that the device failed to meet specifications. The device is used for treatment and there is a relationship of the device to an adverse event.

Manufacturer narrative:
Root cause: the customer returned gds was installed in an fi test ventilator. The oxygen flow sensor showed an offset of 4 lpm which would cause both the air and o2 flow accuracy tests to fail. The failure was traced to u1 (the o2 sensor). After replacing u1 the air and o2 flow accuracy verification tests passed.